Event description:
It was reported by the customer "t-stylets cap is leaking, seems that cap is not tight enough and leakage/air is moving from that cap". It was reported this occurred with four devices. This report will address all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "t-stylets cap is leaking, seems that cap is not tight enough and leakage/air is moving from that cap". It was reported this occurred with four devices. This report will address all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.